Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The serial number was not provided, unable to perform a device history review. Clinical investigation: a probable temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s adverse event of peritonitis. The etiology of the patient¿s peritonitis is unknown, therefore causality cannot be determined. Based on the information available at the time of this clinical investigation, there is no evidence or documentation indicating the liberty select cycler in any way caused or contributed to the event of peritonitis. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event.

Event description:
During routine follow up it was reported this peritoneal dialysis patient was hospitalized for peritonitis from (B)(6) 2018. Additional information was solicited, but unavailable.